Event description:
Discrepant results between the blood glucose monitoring device and a lab comparative. It was reported lab was 67 mg/dl and within twenty minutes, the meter measured 400 mg/dl. It was reported the meter then read 167 mg/dl followed by a 1963 mg/dl with a lab result which measured 77 mg/dl. Reporter stated pt was not treated based on meter readings and no other treatment info was reported. Reporter indicated controls were tested and found to be within range. A request was made for the return of the syspect device and replacement product was sent.